Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure utilizing the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in zone 5. Prior to the tambe procedure, the physician addressed the patient's left renal artery that was already occluded. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) was deployed into the renal portal that was followed by an amplatzer plug. During the procedure, there was not an adequate landing zone in the patient¿s celiac artery. There was a short branch from the left gastric artery that branched off the splenic artery. To achieve a seal into the celiac artery, the physician plugged the splenic artery and coiled the left gastric artery. A vbx device was then implanted into the patient¿s hepatic artery. Additional vbx devices were implanted in the celiac artery and superior mesenteric artery with no issues. On (B)(6) 2024, I-cast stent was implanted in the right renal artery (rra) due to existing high grade stenosis. During the tambe procedure, two vbx devices were deployed within the rra. As reported, procedure went smoothly and the patient tolerated the procedure. After procedure completion, a non-contrast CT imaging showed all devices were widely patent with no compression or stenosis noted. On (B)(6) 2024, the nursing staff changed the patient's bedding and the patient moved on her own with no issues. However, when the patient was moved back into bed, her blood pressure dropped into the 50¿s when lying flat in bed. The patient coded and acls was performed. After resuscitation, the patient was intubated, and it was also noted that she had aspirated. The patient was transferred for cta scan of the chest. Abdomen and pelvis showed irregular response of aorta secondary to cardiac dysfunction. The patient had rib fractures noted on the CT after acls. The vbx stents in the right renal artery were also crushed. As reported, the physician believes that due to cardiac event and extended low / minimal blood pressure, the patient's visceral arteries (celiac, hepatic, sma, and right renal artery all presented as thrombosed/occluded, along with the tambe device and excluder. The patient remained intubated post CT scan and expired sometime in the morning. The right renal artery vbx stents were likely crushed while trying to resuscitate the patient. The primary cause of the patient's death is unknown. It is also unknown if the patient had sensitivity to heparin as testing was not done prior to procedure.

Manufacturer narrative:
According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include death, arterial or venous thrombosis, occlusion of device or native vessel, single or multiple vessels.

Manufacturer narrative:
Corrected d1/d2a/d2b. Added g3/g4, h1/h2, h3.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure utilizing the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in zone 5. It was reported the physician performed an off-label procedure due to the patient not having a left renal artery; it was occluded. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) was implanted in the renal portal followed by an amplatzer plug. There was not an adequate landing zone in the patient¿s celiac artery. There was a short branch that the left gastric artery branched off of, and that the splenic artery branched off of, so in order to get seal into the celiac, the physician had to plug the splenic artery and coil the left gastric artery. A vbx device was then implanted into the patient¿s hepatic artery. The case went smoothly and the patient tolerated the procedure. After completion of the procedure, the physician performed a non-contrast CT. Imaging showed all stents were widely patent with no issues. No compression or stenosis was noted. On (B)(6) 2024, the patient coded. The hospital staff performed CPR on the patient. The patient was resuscitated. They did not re-intervene. A cat scan was done and it was noted that the right renal vbx stent was crushed. As reported, the physician believes this occurred due to the CPR given to the patient. It was also noted that the three target vessels (celiac, sma and renals) were thrombosed/occluded and the entire tambe device was occluded/thrombosed. The fsa stated the vbx devices were also occluded/thrombosed. Later that day, the patient expired. It is unknown what caused/contributed to the patient¿s death. The fsa inquired if the patient was tested for heparin. The physician responded that patient sensitivity to heparin is unknown and they are not aware of any prior testing.

Manufacturer narrative:
According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.